Event description:
It was reported that this patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead threshold measurements, which led to a lead revision procedure. Upon attempt to disconnect the lv lead from the device header, it was reported that the set screw would not turn and was stuck inside the lv port of the device. In addition, while attempting to remove the lv lead, it was reported that the device header was damaged in the process. The lv lead was successfully separated from the lv port. Subsequently, due to the reported observations the cardiac resynchronization therapy defibrillator (crt-d) and lv lead were explanted. The crt-d was successfully replaced, but the lv lead could not be placed at this time. Both the crt-d and lv lead were to be sent into boston scientific for further analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Code 3191 was used to capture the additional intervention required. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual examination of the device header and case noted the header was firmly attached to the pg casing. Visual inspection noted the lv seal plug was missing. A spare setscrew was returned with the device. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported connection issues, pg device header damage, difficulty removing lv lead and high capture threshold measurements.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with the cardiac resynchronization therapy defibrillator (crt-d) exhibited high left ventricular (lv) lead threshold measurements, which led to a lead revision procedure. Upon attempt to disconnect the lv lead from the device header, it was reported that the set screw would not turn and was stuck inside the lv port of the device. In addition, while attempting to remove the lv lead, it was reported that the device header was damaged in the process. The lv lead was successfully separated from the lv port. Subsequently, due to the reported observations the cardiac resynchronization therapy defibrillator (crt-d) and lv lead were explanted. The crt-d was successfully replaced, but the lv lead could not be placed at this time. Both the crt-d and lv lead were sent into boston scientific for further analysis. No additional adverse patient effects were reported.